Manufacturer narrative:
(B)(4). Complaint previously submitted under MFR # 0001825034-2023-01503. D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 standard offset the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that when the outer box was opened, the distal tip of the stem was found protruding out of the outer plastic packaging resulting in a wear make on the inner side of the cardboard box. The procedure was completed using another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the stem punctured the sterile pouch and blister. Sterility has been compromised. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.